Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the cuff did not inflate after intubation. Recannulation of a replacement tube was required.

Manufacturer narrative:
Evaluation summary: one sample was received. The reported event cut in cuff was confirmed. An inflation/deflation test was performed. A visual inspection was performed, and it was observed the cuff presents a small cut. No corrective actions are needed at this time since the confirmed event (cut in cuff) would have been detected during the 100% inflation/ deflation test. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.